Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), if the access vessel size is smaller than the sheath's nominal body od, major bleeding, vessel damage, or serious injury to the patient may result. According to table 1. Gore® dryseal flex introducer sheath sizing, the minimal ID for a dsf2233 sheath is 7.3mm,and the nominal body od is 8.2mm. As it is unknown which device may have contributed to this event and additional gore® dryseal flex sheath used in the procedure will be listed. Dsf2233/20932776, UDI: (B)(4). According to the gore® dryseal flex introducer sheath instructions for use (IFU), careful evaluation of vessel size, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If the vessel is not adequate for access, vessel damage may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient may result.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprosthesis using a gore® dryseal flex introducer sheath. The sheath was inserted into the patient from the right femoral artery. Reportedly it was difficult to advance the sheath through the artery and the physician decided to remove it and insert another sheath from the left femoral artery. Upon removal of the sheath an injury was observed in the right femoral artery. A gore® excluder® aaa endoprosthesis was implanted to treat the right femoral artery injury. Reportedly another sheath was inserted from the left femoral artery and the procedure was completed successfully and the patient tolerated the procedure. It was reported that the vessel diameters in the right femoral artery were approximately 6.3 mm ¿ 6.5 mm. The physician¿s stated, ¿the right femoral artery vessel diameter was small but there was no calcification.¿ two gore® dryseal flex introducer sheath (22fr) were used for this procedure, however it is unknown which sheath was inserted from the right femoral artery and involved with the right femoral artery injury.